Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2007; 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device recorded an elevated sensing integrity counter (sic) during the patient's ablation procedure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.